Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy section e1: initial reporter telephone number: (B)(6). Section h3: it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient kept complaining about poor vision and photic phenomena post intraocular lens (iol) implantation, model zxr00 19.0 diopter. The iol was explanted and replaced with the same model lens of a different diopter, 18.5 diopter. No further information provided.